Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the contrast button was intermittently unresponsive and the keypad has been peeling back. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 8/29/2013 with the following findings: the keypad was found to be peeling at the ok button. The ok button has an intermittent response. The up, down, & contrast buttons responded properly. Contamination was found under all the button contacts after the keypad was removed. Unrelated to this complaint, a crack was found along the battery compartment extending from the threads to the fingerpad contrast button.